Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis, observed on a patients right eye at one month post lasik treatment. Reporter indicated patient was prescribed an oral steroid. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information ha been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).